Event description:
It was reported that the patient had been continent following the artificial urinary sphincter (aus) surgery in 2019. However, the patient is now experiencing breakthrough leakage. Physician stayed that return of incontinence was likely due to atrophy at bladder neck urethra and not related to device issues. A new aus was implanted. Patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.